Event description:
Doctor was using the ligasure handpiece and when doctor went to open the jaws to use it again, it would not open. Device was removed from patient and a new handpiece was opened. No harm came to patient.====================== manufacturer response for ligasure handpiece, ligasure handpiece (per site reporter).====================== covidien will supply prepaid return label and issue credit memo.